Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was foreign matter on device syringe. The following information was provided by the initial reporter. The customer stated: "when the healthcare professional un-capped the syringe to take the patient's sample some marks were observed."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Some brown / black colored foreign matter can be seen on the side of the barrel. The type of foreign matter could not be identified from the photos. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was foreign matter on device syringe. The following information was provided by the initial reporter. The customer stated: "when the healthcare professional un-capped the syringe to take the patient's sample some marks were observed."